Event description:
A malfunction alarm identified as code malf 12 occurred, but no notable events were reported prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, which resolved the issue as the malfunction did not recur. It was advised that the customer could continue using the pump and was instructed to call back if the issue appeared again.